Manufacturer narrative:
An event regarding loosening involving a restoration modular stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant   device history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "dr. Performed a right hip revision due to loosening. Implants are not available per hospital policy. No more information is available per doctor. Per rep, there are no allegations against the revised head and liner.